Event description:
Extremley tight stenosis of the right leg, used a 4f x 65 cm berenstein with amplatz super stiff to cross lesion. Once across, berenstein catheter lodged within the lesion when dr. Went to pull back the catheter tip separated from the catheter body and remained within the lesion.